Manufacturer narrative:
The insulin pump alarmed during basic occlusion test and during the prime test due to loose protruded drive support disk. However, the insulin pump passed displacement test, operating currents, self-test, off no power and a21 error test. The insulin pump was received with minor scratched display window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed for a compromised force sensor resistor. The blood glucose reading was not given. The insulin pump will be replaced and returned for analysis.